Event description:
This lead was partially explanted due to high thresholds. The lead frayed and the tip remains lodged in rv. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.